Manufacturer narrative:
Worn gill brake plate kit.

Event description:
It was reported by service report that the brakes were not holding on the bed. No pt involvement or adverse consequences are reported.